Event description:
A malfunction on the pump was reported, with the pump displaying a momentary power change to the speaker. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed the situation by using a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information to reset the pump, assisted in the process, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue reoccurred.